Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that sensor was break. Customer's current blood glucose was not given. Customer stated that sensor electrode was missing and that it has not noticed where it was lost. Sensor will not be return for analysis.

Manufacturer narrative:
The information provided were incorrect with the initial report. The correct information has been provided with this report.

Event description:
The customer reports that the electrode did not remain in the body and they did not need medical assistance.